Event description:
The patient started to feel stimulation in her abdomen and leg when she turned the ins on. Her device was for her lower back. It was noted that ¿if it goes any higher she won¿t be able to breathe¿. She was on program a at 3.6 and then turned it down to 0.0. She still felt a strong stimulation sensation. After turning the ins off she no longer felt stimulation. No other programs were tried. At times she felt the stimulation go down and then ramp up, a surging sensation. Two weeks later she still had stimulation in her abdomen area and was feeling some stimulation in her leg and back but it was not enough. She tried to change programs but she only has one, program a, which was at 1.00. There have been no falls or accidents. She was going on vacation on (B)(6) 2013. If she has to go with the stimulation the way it has been then she won¿t be able to walk. She has an appointment with her healthcare provider on (B)(6) which is right after her vacation. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).